Manufacturer narrative:
(B)(4). Date sent: 11/20/2023. D4: batch # 574c93. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with the closing trigger and the anvil in closed position, also, the firing mechanism was damaged and a 6r45b reload was loaded in the device. The reload was received partially fired 1/10. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. The event reported was confirmed and it is related to improper use of the device. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number: 574c93, and no non-conformances were identified. Additional information was requested and the following was obtained: what color cartridge was used during the event? Blue. What trouble shooting steps were taken to open the device during the alleged event? The tried to press to opening button for minutes without success. Were there any clinical consequences to taking the additional tissue? Unk.

Event description:
It was reported that during a laparoscopic appendectomy, surgeon closed the ats45 closing handle over the base of the appendix and then fired by pressing the firing handle which became stuck in the plastic to plastic position. It is not clear what happened but every attempt to open the instrument failed. To be able to free the patient from instrument/potentially transected specimen without having to convert into open surgery, decision was made to transect the absolute base of the appendix including a small part of bowel with an endogia stapler. Patient was affected in this unfortunate event because of the necessity to include a larger transection area than originally intended. The ats45 instrument will be returned with handle closed including cartridge and a piece of tissue in between the jaws.

Manufacturer narrative:
(B)(4). Date sent: 1/24/2024. Additional information was requested and the following was obtained: is the surgeon aware of the following statement in the IFU that can be used to assist with the opening of the device? No further information available. Caution: if the jaws do not automatically open after the anvil release button is pressed, pull the firing trigger (number 2) upward (away from handle) until both firing and closing triggers return to their original positions. Did the surgeon attempt to pull the firing trigger upward until both firing and closing triggers returned to their original positions in this surgical procedure? Was this the first firing of the device or had it been used previously in this surgical procedure?